Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed b6 deficient strep bacteremia. It was further reported that vegetation was noted on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received and reported the patient was initially admitted with back pain and a biopsy of the lumbar disc was negative for bacteria. The source of the b6 deficient strep bacteremia is thought to be poor dentition. Repeat blood cultures showed no growth. The ICD system was removed due to the vegetation seen on the rv lead. The patient went into a pulseless electrical activity arrest with wide complex tachycardia and died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.